Event description:
It was reported that the patient had 15 seconds of no conduction and a rising threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.